Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the missing paper label prevent proper identification of the product? It is supposed that the size were identified with aluminum package. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. It was found that there had been no paper label in the package when opening the package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). An empty opened foil and a winding former with eight parked needle/suture combinations from slot # 1 to 8, were returned for analysis. This product requires 8 strands per packet. During the visual inspection of winding former, no paper lid was placed on the winding former, since the insertion tabs were not observed; this indicates that the paper lid was not secured correctly. Also, the needles and sutures were examined and were correct by the product. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the packaging labeling identification is a wrong number of components.